Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the reporter on (B)(4) 2004 and obtained the following info. On (B)(6) 2004, the pt's meter displayed an error 2 message and then powered off. Meter would not power on after the batteries were replaced. The pt had been experiencing symptoms of dizziness and lightheaded around non-time and went to the md's office to get tested. Reporter does not recall the reading on the hospital meter. The pt was advised to go home and take insulin. Pt is on a sliding scale; however, the reporter did not know the pt's diabetes regimen. Ccr was unable to resolve the issue and sent the pt a new meter. This case is being reported as a malfunction, since the power issue was not resolved.